Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6) hospital. Event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, display screen of cardiosave intra-aortic balloon pump (iabp) was partially distorted. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, e1(event site email), g3, g6, h2, h6 (health effect ¿ clinical code), h11.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h3, h6 (type of investigation).

Manufacturer narrative:
Updated fields: b4, b5, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The customer chose not to repair the unit. Customer refuses the repair quotation and cannot replace the parts for repair. The investigation will be reopened if any further information is provided and processed accordingly.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a distorted display. There was no patient involvement.